Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in this section have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient anatomy was shared and review of the imagery revealed calcification in the left ventricular outflow tract (lvot) and the native annulus. The complaint for balloon burst was confirmed based on the available information. Available information suggests that patient factors (calcification) and procedural factors (over-inflation) likely contributed to the event as it was reported that +1ml was used for inflation volume and that "the rupture occurred during the last milliliter of inflation." Additionally, per review of provided imagery of patient anatomy, calcification was present in the lvot and native annulus. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral transcatheter aortic valve replacement procedure with a 23 mm sapien 3 ultra valve, the commander delivery system balloon ruptured during the final stages of inflation. The rupture occurred during the last milliliter of inflation, and blood was observed in the syringe. No leakage was observed in the delivery system. The delivery system was withdrawn without difficulty. No other device damage was noted. Despite the balloon burst, the valve was fully deployed with no paravalvular leak (pvl) noted. Angiography and echocardiography were performed post-deployment, confirming valve expansion and patient stability. The patient left the operating room in stable condition. The perceived root cause of the balloon rupture was likely calcification in the left ventricular outflow tract (lvot).